Event description:
It was reported that the patient presented in-clinic after receiving a notification alert for a high out-of-range, high voltage lead impedance on the right ventricular lead. The rv-can vector's impedance had been increasing. Other electrical values for rv capture, sensing and pacing lead impedance were stable and in-range. Noise was not present with isometrics. No intervention was performed and patient will continue to be monitored.

Manufacturer narrative:
Explant date - unknown. A partial lead was returned for analysis in one segment measuring 26.6cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.